Event description:
It was reported that this right ventricular (rv) lead had high out of range pacing impedances. Technical services (ts) was contacted for troubleshooting, as the trends were not yet populated for reference. Technical services (ts) recommended the patient perform a patient-initiated interrogation (pii), for the trends to be plotted on the trend graph. Data has not yet been updated. This right ventricular (rv) lead remains in-service. No adverse patient effects were reported.